Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of davf embolization of the internal carotid artery (ica), the tip of the apollo catheter prematurely detached in the middle meningeal artery as it was being advanced. The patient had moderate vessel tortuosity. The catheters were flushed as per instructions for use (IFU). No patient injury was reported.

Manufacturer narrative:
The apollo micro catheter was returned for analysis. The 5.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned as it remains within the patient. It could not be determined if the useable and distal length of the micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured and found to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the report of tip premature detachment was confirmed; however, the root cause could not be determined. No defect was found with the returned apollo micro catheter that would have contributed to the event. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. Therefore, it is likely the patient¿s vessel tortuosity contributed to the event. Per the apollo instructions for use (IFU): ¿navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.¿ if information is provided in the future, a supplemental report will be issued.